Event description:
The customer reported to beckman coulter that the unicel dxc 800 synchron system generated false high chloride (cl) results for 3 patient samples. An erroneous sodium (na) result was also generated for one of the patient samples. The results were not reported out of the laboratory. The samples were retested and yielded lower results in line with clinical expectation. Quality controls were within established laboratory specifications prior to the event. There were no changes to the patients care or treatment. The customer provided data for only 2 patients out of the three reported. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site. The fse decontaminated the instrument. The fse then replaced the carbon bridge which is a required procedure following system decontamination. The instrument conformed to the manufacturer's published performance specifications.